Event description:
It was reported that the pump downstream occlusion (dso) seal was damaged. The issue was detected in the after-sales service department during functional testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed a bubbled dso seal. Event history log review was not applicable. Functional testing was able to replicate the reported issue and confirmed the bubbled dso seal. The root cause was determined to be the bubbled dso seal which was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.